Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother called to report that the insulin pump alarmed motor error and motor position encoder error. Customer's mother stated that there is a leak in the reservoir and moisture has gotten into the insulin pump. Customer's mother also reported that there are scratches and a crack on the pump. Customer's blood glucose levels were not included in the report. Customer was able to rewind the insulin pump. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.